Event description:
The event is reported as: alleged issue: the catheter separated at the y junction prior to insertion. No pt injury reported.

Manufacturer narrative:
Customer listed both lot numbers, because of the uncertainty of which lot number was involved. No sample is available for the manufacturer to evaluate. A follow-up report will be sent when investigation is completed.